Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's husband reported via phone call that the customer had high blood glucose at 400 mg/dl. Customer treated with manual insulin injection. Device alarmed power loss alarm. Customer removed the battery. Customer declined troubleshooting. Customer will not be returning the device for analysis.